Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 10/26/2015 for investigation. Investigation results as follows: visual inspection results: during a visual inspection it a defective load plate cover was observed which could affect sealing. Also observed were twisted battery clips on the autopulse platform. Archive data results: during a review of the archive data, user advisory (ua) 17 (max motor on time exceeded during active operation) was observed. Functional testing results: during the functional testing the device passed all tests without any faults or errors. In summary, the reported complaint of the autopulse platform stopping intermittently could not be confirmed. The battery was not returned with the device for evaluation therefore the root cause of the user advisory 17 could not be determined nor duplicated. A brake gap inspection was performed and verified that the brake gap was within the specification of 0.008" ±0. 001". Run in testing was performed using the 95% patient test fixture (lrtf) for several hours, and did not duplicate any of the user advisory or fault. The autopulse has passed all the testing and meets all required specifications.

Event description:
Customer reported that during use on a patient their autopulse platform stopped working intermittently. There were not negative effects to the patient. No additional information was provided.